Event description:
Additional information: health professional reported a CT scan administered on (B)(6) 2016 resulted with findings of a "perisplenic hematoma." Per follow up with physician, the "perisplenic hematoma" was not related to the device. Health professional additionally reported device has been removed. This medwatch is for the left side. See MFR report # 2024601-2014-00415 for the right side.

Manufacturer narrative:
Device analysis summary: the implant weighed 651.63 grams. Orange particles were observed on the implant shell. Deformation of the implant was noted. Wear abrasion and discoloration of the shell was noted at the thinner surface. Creases were observed on the outer surface of the implant shell. Bubbles were observed in the gel. The gel was cloudy in appearance and more bubbles appeared in the gel after the autoclave cycle; this is a common occurrence following the autoclave cycle, which is performed on every device prior to analysis. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Update: the removal of the implant on (B)(6) 2016 has made the previously reported event of capsular contracture, baker grade iii, reportable as treatment has occurred.

Event description:
Pt reported child being diagnosed with "autism". Upon follow-up with the diagnosing physician's office, the doctor confirmed the diagnosis of autism and stated causality is unk. No indication of treatment. Device remains implanted. This medwatch is for the left side. See MFR report # 2024601-2014-00415 for the right side.

Manufacturer narrative:
(B)(4). Device labeling: in addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health. A review of the evidence did not find that offspring of women with implants were at an increased risk for esophageal disorders, rheumatic diseases, or congenital malformations.